Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 32 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer was treated with intravenous fluids of saline and d50. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.